Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the pump has a constant high pitched alarm that could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specifications. The motor passed the motor test. No motor error or excessive no delivery alarms were noted. The pump was monitored and no noise anomaly was noted during testing. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.